Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd driver pcb. In addition, we confirmed that the lg cable connector fluid damage, the root brace rubber cracked, the remote control button(1) cracked, the remote control button(2) cracked, the mecha base plate corroded, the lg cable connector corroded, the remote control button(1) leak, the insertion flexible tube (ift) bump, the light guide cable bump, the suction channel kink, the angulation-up angulation zero degrees, the angulation-up angulation zero degrees, and the up pulley wire snapped/cut ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).